Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were having problems with reoccurring unexpected restart alarms on the insulin pump. They also had a problem with the buttons. They were unable to rewind the insulin pump. They could not clear the alarm. The alarm would occur after a battery change. The insulin pump had not been stored without a battery. The customer¿s blood glucose level was 200 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Buttons responded properly. No flattened button dome switch or unlock on lcd keypad connector noted. The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No rewind anomaly or unexpected restart alarm noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked belt clip slot and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.